Event description:
It was reported that this right ventricular (rv) lead dislodged prior to the 24-hours post implant period. Lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem, h6. Impact codes.

Event description:
It was reported that this right ventricular (rv) lead dislodged before 24 hours post implant, confirmed through fluoroscopy. Lead was repositioned and remains in service. No additional adverse patient effects were reported.